Manufacturer narrative:
One used ft3000 traverse device was received, and an evaluation did not identify a device defect that could have contributed to the reported issue. The device was recognized when plugged into a generator and activated normally when used multiple times in all three modes. All five slider positions worked normally and the device passed hipot testing for any electrical leakage. There was no evidence of sparking, and a visual inspection found no abnormalities. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the tip of an ft3000 pencil caught on fire. This scorched the coating on the tip and caused it to peel. The device had been in coag mode and in use on fatty tissue. The device was being used on setting 3, and no patient injury occurred. No piece of the device fell within the patient cavity.